Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance spikes on the right ventricular (rv) lead, measuring greater than 3000 ohms. The patient's rv lead was a non-boston scientific product. Isometrics were performed, and no noise was created. Boston scientific technical services (ts) discussed that this is likely a spring contact issue, and recommended reprogramming options. This crt-d and rv lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.